Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an auto capture test and a manual atrial threshold test, ventricular loss of capture was observed. A fixed output was used to complete the atrial threshold test without ventricular loss of capture. Additional suggested programming changes were made in clinic. No patient symptoms were reported.